Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pocket stimulation. The patient presented in clinic on (B)(6) 2018 with device in backup vvi operation. As per device check on (B)(6) 2017 there were 7 months left on the battery. The patient was not exposed to any cautery or cardioversion. Cell impedance was noted to be stable. Attempt to restore the device out of backup through engineering test page was unsuccessful. Device replacement was discussed.